Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for stone removal on (B)(6), 2011. According to the complainant, during the procedure, the guidewire was inserted into the common bile duct and the sphincterotome was positioned over the guidewire at the papilla. However, when the nurse bowed the device to perform a sphincterotomy, the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure for stone removal on (B)(6) 2011. According to the complainant, during the procedure, the guidewire was inserted into the common bile duct and the sphincterotome was positioned over the guidewire at the papilla. However, when the nurse bowed the device to perform a sphincterotomy, the cutting wire broke. No portion of the cutting wire detached from the device inside of the patient. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "stable."

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted and the exposed cutting wire was broken. One end of the cutting wire remained attached to the anchor at the distal pierce hole; the other end of the cutting wire had retracted inside the lumen of the extrusion at the proximal pierce hole. The cutting wire was discolored from use. The outer diameter of the cutting wire was measured and found to be within specification. The investigation concluded that it appears that the exposed cutting wire snapped likely due to being grounded against some part of the scope and/or higher power settings. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. The most probable root cause classification is operational context.